Event description:
Prior to radiotherapy treatment, the operator noted conflicting information on the treatment printout from the treatment planning protocol. Specifically, the dose to dose specification point is inconsistent in the treatment printout. This indicates that the treatment plan and current scaling of the dose, or even the shape of the dose distribution are not consistent at the time of printout.

Manufacturer narrative:
In some circumstances, oncentra masterplan has produced plans where dose distributions and dose point contributions do not correspond to the monitor units specified for the beams. The problems can be avoided by recalculating the complete plan prior to saving the case and prior to generating the treatment printout. Customer information bulletin 555.00072, inconsistent dose after beam weighting or auto recovery, was distributed to all users of oncentra masterplan. The bulletin identifies the problem and consequences and provides limitations and workarounds.